Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 271 mg/dl and 531 mg/dl at time of call., which was treated with a bolus delivery. Customer had symptoms of nausea, dizzy, thirsty, ears and hands numbness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer was assisted in removing air bubbles in infusion set. Customer declined further troubleshooting. Customer reported to have discontinued insulin pump therapy.